Event description:
It was reported that the system shut down and rebooted itself several times while in use. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the fluoro functions board. The system operates as intended.